Event description:
One endeavor resolute rx drug-eluting stent was implanted at the mid rca. Approx 8 months following index procedure in the presence of shortness of breath and the absence of a functional ischemia study revealed a widely patent stent in the mid rca, a new 95% ostial rca stenosis, a progressive ostial left main lesion of 70%, and a 50-60% mid lad lesion. Coronary artery occlusion is reported to have occurred at the left main artery and the ostial rca. According to a discharge summary, it was recommended that the pt be evaluated for CABG. CT surgery consulted along with pulmonary and it was decided the pt was at high risk for prolonged mechanical ventilation as well as postoperative pulmonary complications due to her underlying medical problems and chronic obstructive pulmonary disease. The angiographic core lab reported on a lesion in the mid rca with an 11% in-stent restenosis and a notation of a remote target vessel revascularization to an ostial rca lesion. The angio core lab crf for this procedure stated that the study stent was patent. There was a high grade stenosis at the ostial rca. No pci or revascularization was performed. However, the pt had one more add'l procedure on 3 days later which revealed a remote target vessel revascularization (non-target lesion revascularization) to ostial rca lesion. The pt underwent repeat revascularization on with placement of an endeavor otw drug eluting stent in the proximal rca. Approx 11 months following index procedure, it is reported that pt was admitted to hospital due to chest pain, with copd/chf/hyponatremia. It is reported that the pt died during this hospital stay. Cause of death is reported as cardiac arrest.

Manufacturer narrative:
(B)(4). Results: (death).